Event description:
It was reported that the patient underwent a revision procedure due to the penis leaning forward at the time of erection with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. The face of the penis tissue was also straightened during the revision procedure.

Manufacturer narrative:
Device analysis: product analysis was unable to confirm the reported events. Product analysis did not find a device malfunction with the ipp cylinders as they performed within specification. Visual and functional testing of the ams 700 ipp cylinders did not confirm the reported event. The cylinders performed within specification. The product record review confirmed the reported events do not represent an unanticipated event and review of manufacturing documentation found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction was identified and the adverse event of penile curvature is included in the product labeling. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to the penis leaning forward at the time of erection with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted. The face of the penis tissue was also straightened during the revision procedure.